Event description:
Md inserted obturator into resectoscope prior to procedure, and black tip broke. No torque was required to advance obturator. Equipment was removed from field and replaced. Equipment failure did not reach patient. FDA safety report ID# (B)(4).